Manufacturer narrative:
The pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was programed with multiple bolus units, and functioned properly. All selected bolus units were properly recorded in the pump history screen. No bolus or history anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was having issues with low blood glucose after set change. Customer's blood glucose was 49 mg/dl and 46 mg/dl, which were treated with food. During troubleshooting, it was found that programming was incorrect and a bolus was not recorded. It was also reported that reservoir was shoring more insulin than what was in status screen. Insulin pump passed displacement test. Customer was advised that insulin pump would need to be replaced.